Manufacturer narrative:
The reported experience of syringe volume discrepancy could not be investigated as no devices were provided for this investigation. The file was opened for the purpose of documenting a possible event reported by the customer. No further investigation of this event is possible currently. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the pharmacy is compounding an investigational agent that is used on a research patient while using a syringe 20ml. This drug is not FDA approved. Once the syringe is placed into the device, the device does not recognize the full volume of the syringe. For example, pharmacy compounded syringe 20ml and once the syringe is placed into the device, the device only recognizes 19.6ml instead of the full 20ml. The customer further stated that there were no adverse effects caused to the patient from the event.